Event description:
Info received indicates, "before 1985 an artificial urinary sphincter was implanted in 22 male and 14 female consecutive pts 4 to 30 yrs old. In addition, between 1985 and 1990, 18 other children underwent artificial urinary sphincter implantation. Results of both series were compared." "Of the 36 artificial sphincters 24 implanted between 1978 and 1985 are currently in place of which 22 are functional and 2 have lost hydraulic fluid." "In the 5-year interval since co's last report 2 pts were lost to followup, 2 underwent revision and 1 had the sphincter removed. Removal was done after traumatic catheterization caused urethral injury. Both revisions were required because hydraulic fluid leaked from the cuff."